Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the display of the heart lung console showed vertical stripes and the information on the screen was lost. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.